Event description:
The customer obtained a non-reproducible higher than expected vitros tsh result (14.1 miu/l) from a single patient sample run on the vitros 5600 integrated system. Expected vitros tsh results (0.987, 1.05, 1.00, 1.08 miu/l) were obtained upon repeat testing of the same patient sample. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected vitros tsh result was initially reported out of the laboratory, however a corrected report was issued based on the repeat testing. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros tsh result was obtained from a single patient sample run on the vitros 5600 integrated system. There was no evidence to suggest a reagent malfunction had occurred based on acceptable vitros tsh quality control results observed around the time of the event. Insufficient precision testing was performed to determine whether the vitros 5600 integrated system was operating as expected at the time of the event. An ocd field engineer replaced several parts in the well wash assembly and performed relevant subsystem adjustments, however it cannot be determined if these repairs were directly related to the root cause of the event. In addition, the sample in question was not processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause could not be determined. However, an instrument issue or pre-analytical sample processing cannot be ruled out as contributing factors. The root cause of this event is unknown.